Event description:
The customer reported that the system displayed an interlock failure error message. This error will likely cause the system to shut down uncommanded. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator driver circuit board contact surfaces were cleaned and repaired. The system was then found to be operating as intended.